Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found error e231-otv/scope malfunction, a twisted cable, and a cracked cover unit. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the camera head displayed an error e226 error code-scope communication error. It is unknown when the issue was found and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e231 error occurs due to a serious problem that cannot be isolated as to whether it is caused by the housing or the videoscope. It is presumed that no image was displayed due to a communication failure caused by a failure of the cable, resulting in the e231 error. Additionally, the e226 error is indicated when an abnormality occurs in the communication between the endoscope and the processor. The e226 error occurred temporarily due to a failure of the cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the camera head exhibited an error e231. There was no report of patient involvement.